Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Internal complaint number: (B)(4).

Event description:
It was reported that the patient began to experience lack of pain relief. It was observed that the pump was stopped when the pump was initially inquired. During a refill procedure, error messages were displayed on the programmer. Troubleshooting was performed but the issue persisted. The pump was explanted on (B)(6) 2016 and was returned for evaluation.

Manufacturer narrative:
The device was subjected to external and internal visual examinations, as well as, functional testing. Given the results of the investigation, the reported error messages were not confirmed. Internal complaint number: (B)(4).